Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, the patient's brother reported that the patient passed away. It is unknown if the patient was using the dexcom system at the time. The patient's brother did not provide additional information. No additional patient information is available.